Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, one tube has insufficient separation gel and has underfilled while one other tube has a protruding rubber stopper with defective molding. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, one tube has insufficient separation gel and has underfilled while one other tube has a protruding rubber stopper with defective molding. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received three photos for investigation. The evaluation of the photographs demonstrates underfill, missing gel from the tube and a defective stopper. A total of 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Additionally, 100 retained samples were visually inspected, and no missing gel was found. Furthermore, evaluation of the 100 retained samples did not identify any further examples of defective stoppers. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes: missing gel, defective stopper molding, and underfill based on customer photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.